Manufacturer narrative:
The failure investigation has been completed and the alleged cartridge alarm issue was verified. No pump was received for investigation therefore no evaluation could be performed for the continuous glucose monitor error 42 allegation.

Event description:
It was reported that a cartridge alarm 1 occurred. The customer's blood glucose level was 65 mg/dl. A cartridge change was performed resolving the issue. Additionally, it was reported that the customer received a continuous glucose monitor error 42. The pump was reset, and the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.